Event description:
Material no. 367960, batch no. 9004562 it was reported that after use of the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the customer experienced erroneous results with these tubes. Patient had to be re-drawn one hour later. The following information was provided by the initial reporter: we have had a few problems with our pst tubes giving us results that are extreme erroneous. The lot # is 9004562 product #367960. We are getting calcium results that are <0.1 and potassium's of 11.6.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The customer samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. Retention samples were visually inspected for the presence of additive, all tubes were found to contain spray coating on the inner walls of the tube. Following visual inspection, samples were tested for the quantity of additive that is present in the tube and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper draw order, proper tube fill volume to assure the proper blood-to-additive ratio, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to proper order of draw for all tubes is essential. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no. 367960, batch no. 9004562. It was reported that after use of the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes the customer experienced erroneous results with these tubes. Patient had to be re-drawn one hour later. The following information was provided by the initial reporter: we have had a few problems with our pst tubes giving us results that are extreme erroneous. The lot # is 9004562 product # 367960. We are getting calcium results that are <0.1 and potassium's of 11.6.